Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose was 366 mg/dl at the time of the event. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.